Event description:
It was reported that a user of the libre 3+ experienced two consecutive sensor issues, including one sensor failure and a second sensor that paired then immediately lost connection, along with delayed or fluctuating readings observed on the ilet. Symptoms included hypoglycemia with a lowest blood glucose of 67 mg/dl for approximately one hour without reported symptoms. Outcomes included no alerts for low glucose, no medical intervention, and no need for assistance. Investigation included troubleshooting and user education. Investigation of this case revealed a pairing failure that required a new cgm. It was concluded that the event involved cgm pairing failure with associated low glucose readings and that the user planned to consult the healthcare provider about cgm options. The device has not been returned.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.